Event description:
Reporter alleged the compact system which is a blood glucose device system generated a result prior to a test strip being dosed with blood or control solution. The location of the alleged incident was not provided. Customer stated the system meter generated a result of hi after it powered on and dispensed the test strip; however, the strip had not yet been dosed for testing. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.